Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "under processed tissue. Soft mushy. 4 hour xylene cycle was aborted at bottle 6 with error 230 and 1001 on retort a. Requested bottle not available, user proceeded to complete the processing on retort b." On (B)(6) 2021, the assigned leica application specialist - core histology (fas) visited the laboratory to investigate the circumstances involved in this complaint and to provide applications support. The fas documented the following observations: "lots of black "soot" on the impeller and on the retort drain filter. Not much soot on the retort walls or bottom. Alcohol bottle 4 is way off due to cross contamination from an improper step starting of protocol after a run failure. Retort lid seals are beginning to fray (break) and covered in paraffin no water in paraffin baths. Possible run failure due to retort lid seals not creating proper vacuum and a drain timeout. Likely cause of underprocessed tissue is due to improper step starting and the reintroduction of water to the tissue before only one true dehydration step. Xylene checked for excessive water carrryover and found not to be the case." The fas also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle 4, in which the measured concentration was 72.5% and the calculated concentration was 99.5%. The fas instructed the laboratory to replace the reagent in bottle 4 and the reagent in bottles designated for xylene. The fas documented that the patient tissue samples involved in this event were derived from the "4 hour xylene" protocol comprising 18 cassettes, which started in retort b at 10:16am on (B)(6) 2021. The tissue type(s) and size(s) of the affected patient tissue samples were not provided. On 11 august 2021, leica biosystems melbourne received information from the assigned application specialist - core histology that all patient cases involved in this event were diagnosable.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately 3 minutes and 50 seconds from 05:09am on (B)(6) 2021, which is sufficient time to replace the reagent. At 05:13am on (B)(6) 2021, a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 4 was to be set to the default value of 100%. The properties of the reagent in bottle 4 prior to these user actions were recorded in the instrument logs as: ethanol concentration=63.6%, cycles=7, cassettes=389, days=6. Following the user actions detailed above, the reagent in bottle 4 (ethanol) was used in for the final dehydration step of the "factory 12hr xylene standard" protocol comprising 20 cassettes, which started in retort b at 16:08pm on (B)(6) 2021 and completed at 04:02am on (B)(6) 2021 and the modified "factory 4hr xylene standard" protocol comprising 18 cassettes, which started in retort b at 10:53am on (B)(6)2021 and completed at 14:06pm on (B)(6) 2021. Although a user affirmed in the gui that the ethanol concentration in bottle 4 (ethanol) was to be set to the default value of 100% at 05:13am on (B)(6) 2021, the discrepancy between the ethanol concentration of 72.5% measured by the fas using a hydrometer on (B)(6) 2021 and that calculated by the instrument software of 99.5%, indicates that a use error occurred during manual replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. The reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, it is likely that the reagent in bottle 4 (ethanol) with an ethanol concentration of approximately 72.5% after replacement at 05:13am on (B)(6) 2021 rather than 100% as affirmed by a user in the gui, was used for the final dehydration step of the "factory 12hr xylene standard" protocol started in retort b at 16:08pm on (B)(6) 2021; and the modified "factory 4hr xylene standard" protocol started in retort b at 10:53am on (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Based on the information provided by the complainant, the tissue samples involved in this event were derived from the "factory 4hr xylene standard" protocol comprising 18 cassettes, which started in retort a at 10:18am on (B)(6) 2021 and failed at 10:42am on (B)(6) 2021 at completion of step 4 (third dehydration step) of the protocol in association with generation of event code "230" which indicate a drain timeout error, with activation of both the local and remote alarms. Based on the information provided by the fas, it was determined that processing of the cassettes from the failed "factory 4hr xylene standard" protocol was completed using a modified "factory 4hr xylene standard" protocol". At 10:53am on (B)(6) 2021, a user edited the "factory 4hr xylene standard" protocol to start from step 6 (fifth dehydration step) such that it comprised a total of eight (8) steps viz. Two (2) dehydration, three (3) clearing and three (3) wax infiltration steps. The modified "factory 4hr xylene standard" protocol comprising 18 cassettes was started in retort b at 10:53am on (B)(6) 2021 and completed at 14:06pm on (B)(6) 2021. Investigation of this complaint found that the instrument functioned as designed during execution of both the "factory 4hr xylene standard" protocol started in retort a at 10:18am on (B)(6) 2021, which failed at 10:42am on (B)(6) 2021 due to generation of event code "230" indicating drain timeout, and the modified "factory 4hr xylene standard" protocol started in retort b at 10:53am on (B)(6) 2021. The root cause for failure of the "factory 4hr xylene standard" protocol started in retort a at 10:18am on (B)(6) 2021 at the completion of step 4 was that the reagent from the retort could not be drained back to bottle 6. The root cause for generation of event code "230", which indicate drain timeout error for bottle 6 (ethanol), was most likely due to blockage of the vent line for bottle 6 (ethanol). The patient tissue samples from the "factory 4hr xylene standard" protocol started in retort a at 10:18am on (B)(6) 2021, were moved to retort b using the modified "factory 4hr xylene standard" protocol which started at 10:53am on (B)(6) 2021 to continue processing. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred between 05:09am and 05:13am on (B)(6) 2021. Specifically, the ethanol concentration in bottle 4 measured by the assigned leica application specialist - core histology using a hydrometer was 72.5% and that calculated by the instrument software was 99.5%. This reagent was used for the final dehydration step of the modified "factory 4hr xylene standard" protocol which started at 10:53am on (B)(6) 2021, which is a continuation from the "factory 4hr xylene standard" protocol started in retort a at 10:18am on (B)(6)2021. The facts indicate that manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although not reported by the complainant, the quality of tissue processing from the "factory 12hr xylene standard" protocol started in retort b at 16:08pm on (B)(6) 2021, would also have been adversely impacted because the reagent in bottle 4 (ethanol) was used for the final dehydration step of this protocol.